Event description:
New information received stated that the right ventricular lead was explanted and replaced on (B)(6) 2019 successfully. The patient's condition remained stable post procedure.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found the complete lead was received in two pieces. The connector portion was 9.2 cm and the distal portion was 49.3 cm. External insulation abrasion breaching the ring electrode cable lumen was noted at 41.3 cm to 41.5 cm from the distal tip. One ring electrode etfe cable coating was abraded at 41.4 cm from the distal tip. The abrasion damage found was consistent with friction with the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up and it was discovered that the right ventricular lead exhibited noise oversensing. The patient did not experience any adverse effects from the anomaly. The patient was scheduled for a lead revision procedure.